Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that ventricular assist device (vad) speed was decreased from 5800 to 5600 to 5500 to 5200 revolutions per minute (rpm). The patient had a small left ventricle, suction events, and the inflow cannula pointing towards the septum on the echocardiogram (echo). The patient also experienced a low flow alarm on (B)(6) 2025 at night at 03:30. The patient was likely hypovolemic, diuretics were stopped. Log files captured low flow alarm events on (B)(6) 2025. The set speed was set to 5200 rpms. There were also several momentary low flow events recorded, which some were brief and did not generate an alarm. The low flows occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any type of external mechanical circulatory support (mcs) equipment causing the events. The data showed multiple pi events occurring between (B)(6) 2025 at 3:22:58, through 9:20:31.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed through this evaluation; however, review of the submitted log files confirmed the reported low flow hazard alarm and pulsatility index (pi) events. A specific cause for the low flow alarms and pi events could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events from (B)(6) 2025 and captured several pi events as well as a low flow hazard alarm which was associated with elevated pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU, ¿system monitor¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle), while lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. This cycle repeats as long as pi events are detected. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, "patient care and management", lists hypovolemia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.